Event description:
A size 21 aortic valve was returned for scientific eval 8 years after it was explanted. Shortly after the valve prosthesis was implanted, the pt developed severe hypotension. The surgeon decided to remove the prosthesis (on the same day it was implanted). The pt recovered and is fine. Lab eval found that the prosthesis functioned according to its specifications.